Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, it was reported that the patient experienced exposure of the device (date not reported). Subsequently, the implant magnet was explanted on (B)(6) 2022.

Manufacturer narrative:
Correction: there was no infection at the abutment site. This report is submitted on january 16, 2023.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report. This report is submitted on december 16, 2022.